Event description:
Customer reported a malfunction alarm with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support assisted the customer in resetting the pump, ensuring the malfunction code did not recur. The customer continued to use the pump for insulin therapy.